Event description:
It was reported that during a procedure, the stem of the depth gauge broke off from the measuring handle. The surgery was delayed two minutes until a new depth gauge was found. The surgical outcome was good. No other information is available regarding this complaint. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the service history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): service history review: lot: 4642043 no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 04september2003. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.